Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic due to chest pain and discomfort. Diagnostic imaging was performed which revealed a cardiac perforation by the right ventricular (rv) lead. An echocardiogram was done which revealed a pericardial effusion. It was suspected that a dislodgement of the lead may have contributed to the perforation. The lead was explanted and replaced and the patient was stable following the procedure.